Manufacturer narrative:
Nerve damage, slicing brain. Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient.

Event description:
The consumer reported an MRI was to be taken of the patient¿s head and neck where the leads were located. The patient stated the healthcare provider (hcp) was worried about one of her leads that had in (B)(6) 2009 ¿pushed underneath the spinal column cover¿ of the patient¿s head ¿slicing her brain¿ as the lead was right up against her brain. Until a couple of months prior to the report when she went to have medicine put up in the back of her head for nerve damage the patient had in her head/brain, the patient did not know about the lead problem. They were giving the patient shots to get rid of the pain. It was noted she was receiving shots because the stimulator did not work that occurred in (B)(6) 2009. The patient had a fall resulting in a lead issue in (B)(6) 2009 and the hcp would not revise the leads to fix the problem. Relevant medical history included headache. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow -up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative and a consumer regarding the patient. The caller reported that the patient¿s neurostimulator (ins) had been removed and only the leads were implanted. It was noted that the patient no longer used the stimulation system. The caller also reported that the leads had migrated and the therapy never worked for the patient. Follow up was conducted.

Event description:
Additional information received from the patient reported that the doctor wanted to give her an MRI but she was told she could not have one after the stimulator was implanted, and it had worked for years. She did not have an appointment date at this time. It was noted that the doctor was told that she could have an MRI. The patient did not know what to do. Further follow-up is being conducted to determine if there were any symptoms associated with the event, if any troubleshooting, diagnostics, actions or interventions were performed, and if the cause of the issue was determined. If additional information is received, a follow-up report will be sent.